Event description:
It was reported to boston scientific corporation that a wallstent biliary uncovered stent was to be used in the biliary duct to treat a malignant stenosis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the wallstent biliary stent would not deploy. The wallstent biliary stent was removed from the patient fully covered by the outer sheath and the procedure was completed with another wallstent biliary device. There were no patient complications reported as a result of this event. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the two stent wires punctured the outer sheath.

Manufacturer narrative:
Initial reporter's city and state/province: (B)(6). (B)(4). A wallstent biliary uncovered stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Visual examination found two wires of the stent were returned puncturing the outer sheath. Additionally, the outer blue sheath was returned detached from the valve body. No other damages with the stent and delivery system were noted. The reported event of stent failure to deploy was confirmed; the stent was received fully covered and undeployed. The investigation concluded that the reported event and the observed failures were most likely due to procedural factors encountered during the procedure. It may be that the interaction of the device with the scope, the patient's anatomy and the excessive force applied to the device when the physician tried to deploy the stent, limited the performance of the device. Therefore, contributing to the detachment of the outer blue sheath from the valve body (handle), stent wires puncturing the outer sheath and stent deployment failure. Therefore, review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.